Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the moderately tortuous mid sfa. A 6f sheath was inserted to deliver a 0.035 guidewire and 5f catheter to the lesion. A v18 catheter was used to pass the lesion and a passeo-18 balloon for predilatation. Then, the pulsar-18 stent system was inserted but could not pass the lesion. An additional pre-dilatation was performed and another stent was successfully implanted.